Event description:
During a vats surgical procedure that our a5 2.7mm endoscope distal tip broke off into the patients endotracheal tube. Anesthesia team went in and retrieved the piece that had broken off. Patient condition was not affected by the failure.

Manufacturer narrative:
Initial MDR report: during investigation it was possible to verify the reported failure (endoscope distal tip broke off) from the photos provided. No samples was returned for investigation. The possible cause for the reported failure could be due to the distal end becoming bent and lodged inside the dlt, resulting in breakage during withdrawal. According to the IFU, the distal tip must be in a non-deflected position when withdrawing the endoscope, and the control lever should not be operated during withdrawal. Ambu production and qc performs 100% visual inspection on the ascope and the scope was verified in good condition prior to shipment. Production. Technical team and quality control have been made aware of this feedback via quality alert. Follow-up MDR report: actual device was received for investigation december 15, 2025 and the already conducted investigation results was therefore revised. Based on the returned sample it was now possible to also verify the reported failure (endoscope distal tip broke off) from the returned sample. The possible cause for the reported failure could be due to the distal end becoming bent and lodged inside the dlt, resulting in breakage during withdrawal. The codes for type of investigation, investigation findings and investigation conclusion in h6 have been updated accordingly.

Manufacturer narrative:
During investigation it was possible to verify the reported failure (endoscope distal tip broke off) from the photos provided. No samples was returned for investigation. The possible cause for the reported failure could be due to the distal end becoming bent and lodged inside the dlt, resulting in breakage during withdrawal. According to the IFU, the distal tip must be in a non-deflected position when withdrawing the endoscope, and the control lever should not be operated during withdrawal. Ambu production and qc performs 100% visual inspection on the ascope and the scope was verified in good condition prior to shipment. Production. Technical team and quality control have been made aware of this feedback via quality alert.

Event description:
During a vats surgical procedure that our a5 2.7mm endoscope distal tip broke off into the patients endotracheal tube. Anesthesia team went in and retrieved the piece that had broken off. Patient condition was not affected by the failure.